Manufacturer narrative:
Event date: sometime in 2014. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported 9cm of the .018 in. Guidewire included in the accustik system, was left in a patient after an abscess drain was placed. The retained wire was ultimately removed during a surgical procedure. No further complications were reported.